Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Medical treatment was sought a few days later for itchiness and pain at the piercing site. Consumer was treated with IV antibiotics overnight in the hosp and released.